Event description:
It was reported the "adult ICU (intensive care unit) nursing department reports that a patient with a gastrostomy tube surgically inserted on (B)(6) 2026, required further attention because a nursing assistant noticed the gastrostomy tube had come out due to a ruptured balloon (a malfunction of the tube's own component due to a breakdown)...the intensivist and general surgeon were notified, as the patient had to be taken back to surgery to have a new tube inserted due to the failure of the balloon in the first tube." This a newly formed stoma with device use. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record for the provided is in-progress. All information reasonably known as of 14-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.